Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope relayed no image to the monitor. The customer reported there was no delay in procedure and patient was not under sedation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed (no image). The image issue was determined caused by a faulty charge-coupled device. Inspection of the device showed one of the tubes was perforated which allowed for leaking and the control board substrate showed aging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Updated fields: h6 / h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the no image was caused by the charged coupled device unit cable being shorted by physical stress; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: [inspection of the endoscopic image] user can reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.